Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited noise on the ventricular channel. The device was replaced and the patient was in stable condition after the event.

Manufacturer narrative:
Analysis found normal device characteristics.